Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking/jolting and overstimulation sensation following the use of a tens unit. He also had stimulation in his testicles and a loss of therapeutic effect. Since he had stopped using the tens unit, he could not feel the stimulation even when it was increased to a setting of 7.0 volts. Additional information was requested.